Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional, d10: device available for evaluation - additional, h2: additional information/device evaluation, h3: device evaluated by manufacturer - additional, and h6: event problem and evaluation codes - additional.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. A charge and boot test was performed and passed. A functional test was performed and passed. A receiver pairing test was performed and passed. A review of the [share logs/receiver logs] was performed and signal loss was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.